Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) and extraneal viaflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized. Remedial therapy consisted of fortum (1 gm, ip) and heparin injection (200 iu, frequency not reported). The outcome of the peritonitis was unknown. Remedial therapy with fortum was ongoing. The action taken with dianeal pd2 ultrabag and extraneal viaflex therapies was not reported. Concomitant medications were not reported. The nurse did not provide an assessment of causality.